Event description:
It was reported that during pre-test, they injected sterile distilled water with the included syringe and performed a cuff test, but the syringe would not come off. Per follow-up information received from ibc on 23apr2025, stated that the issue occurred during pre-testing before use on patients, so the drug has not been used on patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition as no syringe was returned. However, by tested using lab syringe, no problem was found during insertion and removable of lab syringe from the catheter valve. Catheter able to be inflate and deflate without any difficulty. No root cause could be found because the reported event was inconclusive. A review of the device labelling has been conducted for investigation purposed. Bard i.c. Foley tray b. Single use only. Warnings: 1. Method for use 1. Do not inflate the balloon in the urethra. [The urethra may be injured.] 2. Do not pull the catheter hard. [The bladder/urethra may be injured.] Contraindications: 1. Method for use do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Syringe prefilled with sterile water: water soluble lubricant, antiseptics: bard 10 percent povidone-iodine solution, tweezers, gauze pads, waterproof sheet, cotton balls, gloves, intended use & effect- efficacy, the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. Directions for use 1. Method of use the device is intended for single use only and is not reusable. To secure a sterile field for the procedure, spread a clean wrapping paper. Place waterproof sheet beneath patient¿s buttocks. Put on sterile gloves. Open tray and place it on the wrapping paper. 2. Precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. Do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. Using 3way catheter, capped adapter attached to irrigation lumen is designed to connect catheter with bladder irrigation line or tube. While in use, open the cap and attach irrigation line or tube to it using aseptic technique. After use, cleanse the opening of the lumen and close the cap. Do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] When disposing of urine, observe the following; remove the outlet tube from the housing of the urine drainage bag. Lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. When disposal of urine was completed, close the green lever and put the outlet tube into the housing. Precautions: 1. Precautions for use (exercise caution when using the device in the following patients) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. When any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. Troubleshooting: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. A. Non-rupture method attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved with 1), sever the inflation funnel of valve. 3. Malfunction and adverse events: malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, they injected sterile distilled water with the included syringe and performed a cuff test, but the syringe would not come off. Per follow-up information received from ibc on (B)(6) 2025, stated that the issue occurred during pre-testing before use on patients, so the drug has not been used on patients.